Manufacturer narrative:
The pump was returned to animas. Evaluation revealed contamination under the keypad button contacts. None of the buttons had normal spring back or click. There was no damage to the keypad rubber. Multiple button presses were required before the up arrow button activated desired pump functions.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.